Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. The patient stated that they noticed an elective replacement indicator (eri) code about 3 weeks prior to the report- in (B)(6) 2018. There was no allegation/dissatisfaction with the ins longevity. The patient states that they notified their healthcare professional (hcp) office and also spoke to a manufacture representative (rep) once. However, since then they have not been able to get a hold of the rep and the hcp office said that they have not received a call back yet. The patient stated that their stimulation is not as strong as it used to be when they first received the system even at a slightly higher setting. They have it set at the highest setting and if they increase any higher they experience abdominal stimulation. The symptoms began on an unknown date. Patient services sent an email to local reps. A rep responded on (B)(6) 2018 indicating that they would give the patient a call. No further complications were reported/are anticipated. Additional information was received from the manufacturer representative (B)(6) 2018. It was reported the representative was informed of the eri (B)(6) 2018. The representative had not been informed of the abdominal stimulation. The patient had explained that he was getting the eri symbol on his remote. They were attempting to set up a surgical consult. The abdominal stimulation had not been addressed nor the change in stimulation strength. The patient was scheduled for a surgical consult to get the scs replaced 2018-05-23. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a family member of the patient on (B)(6) 2018. It was reported that the patient¿s implantable neurostimulator (ins) shut down and he was almost to the end of his medicine. The caller noted that they spoke to a manufacturer representative (rep) in (B)(6) prior to the end of service (eos)/ elective replacement indicator (eri) event. The patient was sent a list of doctors in the area to assess the issue and a manufacturer representative (rep) was contacted to follow-up with the patient. There were no further complications reported or anticipated.